Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) lead that resulted in pacing inhibition. No asystole was noted. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.